Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was hospitalized because of falls, postural disorder, and dyskinesia related to her parkinson's disease evolution. No device or procedure issue. Treatment adaptation involved decreased dose of modopar and rivotril.

Manufacturer narrative:
The date of event is exact. Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. Product ID: 64002, lot# 0207768616, product type: adapter.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient was hospitalized for a nervous system disorder (parkinson disease evolution) on (B)(6) 2016. The date the patient was discharged from the hospital was not provided. The relatedness and outcome of the event were unknown. It was unknown if any intervention was taken or planned. The patient's medical history included dyslipidemia, depression, and the patient was currently taking movement disorder and/or psychiatric medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.